Event description:
Literature was reviewed regarding a male patient who underwent native aortic valve replacement and experienced worsening exertional dyspnea and intermittent presyncope. The patient was admitted for intravenous diuresis and further work up. Subsequently, 2 days later while in admission, the patient experienced right sided visual disturbance with right sided homonymous hemianopia. The patient¿s hemoglobin and white cell count were elevated. Blood cultures were negative or unremarkable. A diffusion weighted brain magnetic resonance imagining (MRI) demonstrated diffusion restriction in the left occipital lobe, confirming left occipital lobe ischemic stroke. No evidence was present of old t2 infarctions. A transesophageal echocardiogram (toe) was performed and discovered a 10 x 7.5mm heterogenous mobile echogenicity attached to the bioprosthetic aortic valve with degeneration of the leaflets. Moderate aortic stenosis (as) and severe paravalvular aortic regurgitation (ar) near the left coronary cusp were present. An ejection fraction of 45% was further noted. The patient was diagnosed with non-bacterial thrombotic endocarditis (nbte). Emergent re-do bioprosthetic aortic valve replacement was performed, and the device was explanted and replaced with another manufacturer¿s product. Upon explant of the bioprosthetic aortic valve, there was no evidence of active infection, demonstrated by platelet and fibrin rich thrombus attached to the valve leaflets. There was no evidence of inflammation, dystrophic calcification or pannus formation. The patient was prescribed medication for risk of thromboembolism. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: authors: white. Nonbacterial thrombotic endocarditis of bioprosthetic aortic valve presenting as cardioembolic stroke in a patient without predisposing systemic disease. Case reports in cardiology 2023(4) 2023. 10.1155/2023/5411153 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a.4: patient weight medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.